Event description:
(B)(4). I had the essure procedure done in 2011 by dr. (B)(6). He was my obgyn and was giving me all the information throughout my pregnancy. He was so certain about the essure procedure that I felt like there wasn't any other options. I was told that I would have little cramping during the procedure and can last a few days afterwards which was normal. Since then I have experienced severe cramping days before I start my menstrual cycle and pain during intercourse. Other side effects that seem to be getting worse are dizzyness, anxiety, fatigue, and bloating. I'm not 100% sure but I'm pretty sure I have miscarried. I don't typically get blood clots but a few months ago I was having severe cramps and heavier bleeding than normal which included blood clots for 2-3 days. I have also fainted/ and blackout on a few different occasions. Which did result in me going to the ER.